Event description:
It was reported that during a da vinci-assisted surgical procedure the tip of the vessel sealer extend instrument broke and fell into the patient. The surgeon removed the broken piece and surgery was continued as planned.

Manufacturer narrative:
The vessel sealer extend instrument has not been received for failure analysis investigation.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) received the following additional information regarding the reported event: during the procedure, a device fragment fell inside the patient while the surgeon was performing dissection. The fragment was retrieved with a laparoscopic instrument through an assistant port. After retrieval, the fragment was placed near the instrument tip to confirm no fragments were missing. No additional surgical procedure was required to remove the fragment, nor were any post-operative tests, like an x-ray or ultrasound, conducted to check for remaining fragments. The procedure was completed robotically without the need for a backup instrument. There was no injury to the patient, who was discharged in good condition a few days later. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object. The instrument has been sent to isi for evaluation, although the fragment was discarded by the or staff at the end of the surgery. A review of the images provided by the customer shows there might be a fragment missing from one of the tip corners.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument was received and failure analysis found the instrument to have a broken grip tip at the tip of grip. Pieces measuring approximately .0485" x .0300". Additionally, the instrument was found to have the housing broken below the open grip lever. The broken piece measures .5030" laterally. No piece is missing.